Event description:
It was reported that package blister is cracked on corner (unit is unsterile). No patient involvement.

Manufacturer narrative:
Additional information will be provided once investigation is completed.